Event description:
ICU unit has been using prismaflex since 2005. Recently they had problems with the pumps that could not be resolved. In 2007 - notification of hardware upgrades of scale replacement, new blood pump rotor and modification to heparin syringe pump. On two months later - pump rotor and heparin syringe modification installed. Scales not yet in. Approx a month earlier - all five prismaflex pumps went through regularly scheduled preventative maintenance checks. Between that same month and the following month, at least three of the pumps were used on pts without incident. On the following month - three pumps were used in the attempt to provide treatment to one pt. In all three cases, pumps alarmed "caution dialysate weight". Despite troubleshooting, three pumps stopped and treatment was delayed. Biomedical tech came in to check pumps which were all within spec when looked at. They were removed from service, recalibrated and checked again. The same month - we again had two pumps "caution, dialysate weight" alarms. Despite troubleshooting, called icon, removed pt and started treatment on another pump. Reference points in spec. Used the pump over a year, and not once had weight change alarms sufficient to stop pump. Staff trained on using "change bag" soft key and pulling out the scales to change bags. Same issue has occurred more than once. Costly to pt and presents risk to pt with exposure to foreign object, blood products and catheter manipulation. New scales are on back order.